Event description:
It was reported that there was an end of service (eos) message seen on the patient programmer. The implantable neurostimulator (ins) was only implanted about 4 months prior to the date of this report. The patient had been having difficulty charging the device based on conversation with the healthcare professional that had dealt with the patient. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).